Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have become displaced, concurrent with high pacing thresholds that had rapidly increased as well as a marked decrease in and potential undersensing of r-waves. The lead was revised and remains in use. It was also reported that the implantable pulse generator (ipg) had flipped over. The following physician confirmed that the lead had become displaced and the ipg had come out of the pocket due to twiddler's syndrome. The pocket was revised during the lead revision and the ipg also remains in use. No further patient complications have been reported as a result of this event.